Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that a myosure tissue removal procedure was completed. At the end of the case the physician visualized a posterior uterine perforation in the bottom third of the uterine cavity area. A laparoscopy was performed to suture and close the laceration. They did not visualize a bowel injury. The ending fluid deficit was 2000ml of normal saline. It was unknown if the patient was being admitted. Attempts to obtain additional information were unsuccessful.